Manufacturer narrative:
Device passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test and active current test. No unexpected pump error 53 alarms noted during testing however, the formatted history file confirmed pump error 53 alarm due to a software error. Pump error 63 alarmed during self test and confirmed in pump history with variable due to broken trace at keypad assembly. Device received with scratched case. Device received with pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had software error detected error. Customer stated they were able to clear the alarm and were able to complete rewind. Customer stated that insulin pump did not passed the self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.